Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, an alert for non-sustained ventricular over-sensing was observed. Upon examination, post-paced t-wave over-sensing was noted. The recommended programming changes were made. The patient was stable after the changes.